Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - lex reg pain syndrome type I. It was reported that the rep was seeing "in the box" message on the patient programmer (pp) as though ins did not have any valid programming. This was seen after the patient's ins was reprogrammed on (B)(6). Additional information was received and it was reported that the rep interrogate the ins with the tablet, did a routine reprogramming and an impedance check and then exited the session fully. The patient then connected with her pp and saw "ins in the box" message. The patient was able to successfully charge. The rep interrogate the ins with the 8840 and everything looked fine and she ran impedances again. Patient later went home and told the rep they were no longer seeing the message. Patient still getting good therapy. No symptoms reported. No further complications were reported/anticipated.